Event description:
It was reported that the patient was informed in (B)(6) 2010 that she had a fractured lead wire; once in a while, she would get a pinching sensation or a zap, so her physician at the time turned the devices off. In the 3 weeks previous, the patient awoke 3 times from a dead sleep to a loud popping sound and a flash of white light. The patient's related device at the time of this report (the other half of her bi-lateral dbs stimulation system) had model#: 7426, serial#: (B)(4). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a loss of therapeutic effect. The patient started ¿not feeling right¿ last week when she fell and broke her wrist. The patient would go shopping and then come home and fall. This happened twice the day prior to the report and once on the day of the report. The patient did not know if her medications had worn off or the implantable neurostimulator (ins). The patient was taking a medicine ¿applicant,¿ a drug that was injected to help parkinson¿s, and she only took it when she needed it. The patient was shaky and had to sit down during the report. The patient also had a ¿heavy¿ sensation the day prior to the report and on the day of the report, but it seemed to pass quickly. The patient was not sure if it was related to her therapy. The patient was wondering if her ins was on or off. The patient noted that her left ins had been off since 2010 because she was getting zapped and the doctor thought it was ¿leaking,¿ so shut it off. The left ins was turned back on a couple of week ago to test it, but ¿something was intermittent,¿ so it was shut back off. The right ins was tested and the manufacturer stated that the battery should have gone dead in 2011. The patient used her programmer and at first the therapy on light did not come on. However, once the patient pressed the ins button it came on and she was able to get all green lights to come on, confirming the right ins was on. The patient checked her left ins and found all of the green lights illuminated, confirming it was on. The patient was assisted in turning the left ins off. The patient had left two messages for her healthcare provider (hcp). The patient outcome was not provided so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID: 748251, , serial#: (B)(4), implanted: (B)(6) 2006, product type: extension; product ID: 748251, serial#: (B)(6), implanted: (B)(6) 2006, product type: extension; product ID: 3389-40, lot#: v006632, implanted: (B)(6) 2006, product type: lead; product ID: 3389-40, lot#: v006632, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's lead has been broken since 2010. It was reported that the right implantable neurostimulator (ins) "does the left" and the left ins "does the right".it was stated that the patient's left lead was broken and the left stimulator has been turned off since 2010. The patient only had symptoms on her left side so the right ins was taking care of her symptoms and she did not need the left ins on. The patient goes to her doctor "every two months" and he checks the patient's battery. It was stated that the patient's battery was at 3.31 v. It was noted that the doctor stated that the battery should last 4.5 years and the patient was implanted in 2006. Refer to manufacturer report # 3004209178-2012-06030. The patient has two systems and it was unclear which system had the broken lead.

Event description:
Additional information received from a consumer reported that during the implant surgery for their newest implantable neurostimulators (ins), the broken wire could not be found. The patient had to go back into surgery in (B)(6) 2014 when the broken wire was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).